Event description:
During troubleshooting for an unrelated alarm during fill one of five on a homechoice (hc) machine, it was reported that the home patient (hp) had connected to the patient line after they saw air bubbles in the line due to an incomplete prime. The technical service representative (tsr) assisted the registered nurse (rn) in ending therapy and advised the rn to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. The guide also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.